Event description:
A customer reported a damaged administration port. It is unknown whether or not this event involved a patient injury or any medical intervention, though none was reported. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between may 20, 2013 and may 22, 2013. Baxter received a photo of the sample for evaluation. The reported condition was not confirmed. Photo inspection showed that a broken tip of the syringe stuck inside of the fillport; the fillport did not appear to be damaged. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.